Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
On (B)(6) 2026, the patient experienced an event where the tube got disconnected. The disconnection triggered an alarm on the pump, indicating that it was not receiving medication delivery.